Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient was admitted with coronavirus and suspected pump thrombosis on (B)(6) 2021. The patient underwent a computed tomography scan which confirmed inflow and outflow thrombus. The patient was elevated on the transplant status to status 4. Tissue plasminogen activator were administered. The patient expired on (B)(6) 2021 due to coronavirus and pump thrombosis. The death was considered to be device related and the device did not operate as expected. Log file analysis showed low flow alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed as no product was returned for evaluation. A direct correlation between the heartmate 3 lvas, serial number (B)(6) , and the reported events could not be conclusively established through this evaluation. It was reported that the patient was admitted on (B)(6) 2021 with covid and suspected thrombosis. The patient had flows ranging from 0.4 lpm - 1 lpm and tpa was administered. The patient was given a computed tomography (CT) scan which confirmed both inflow and outflow thrombosis. The patient¿s transplant status had been elevated to 4, however the patient later expired on (B)(6) 2021. The patient¿s death was device related as the device did not work as expected. Additional information was received from the customer stating that the CT images would not be sent. It was reported that heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) , would not be returned for evaluation. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2016. The heartmate 3 lvas IFU is currently available. The heartmate 3 lvas patient handbook is also currently available. Section 1 of the IFU lists device thrombus as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 "patient care and management" lists thromboembolism as a potential late postimplant complication and provides information regarding anticoagulation, including the recommended inr values. Section 4 of the IFU entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Section 5 of the patient handbook entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.